Event description:
Customer reported blood glucose results of 306 mg/dl, 193 mg/dl, 142 mg/dl, 146 mg/dl, 141 mg/dl, 170 mg/dl, 173 mgl/dl and 176 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.